Event description:
Rptr complains of dry mouth and vagina, hands turn white in cold, joint swelling, muscle aches, pains and weakness, sleep disturbance, easy bruising, chronic fatigue, eye problems, and night sweats. (Same rptr referred to in 1002217.)